Event description:
On 15 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, the user relinked their sensor, confirmed the incision site was healed. The system shows better agreement in bg/sg values.the user was advised to continue using the system, calibrating as requested.